Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they received a professional medical opinion from a dentist, they were informed to stop treatment immediately due to their teeth almost touching on one side and not at all on the other. They can only chew on one side. They also have chipped teeth. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.